Manufacturer narrative:
The clinical observation was confirmed. As received, the pushwire and implant coil were still attached. However, upon receipt, an in-house instant detacher was used to successfully detach the implant coil on the first attempt. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were still intact. Under the microscope the implant coil was found to be stretched on its proximal end. The detachment stick was removed from within the implant coil for evaluation. The detachment stick was found to be bent. The instant detacher was not returned for evaluation; therefore, any contributing factors from the instant detacher could not be assessed. The cause for the "non-detachment" could not be determined. It is possible that the bent detachment stick could have contributed to the event; however, the implant coil was successfully detached on the first attempt with an in-house instant detacher. The cause for the bend in the detachment stick and for the stretched implant coil could not be determined. All coils are 100% inspected for damages and irregularities during manufacture. A review of the lot history record was conducted and no quality issues were noted. (B)(4).

Event description:
Medtronic (covidien) received information stating that during the treatment of a brain aneurysm, the physician was unable to detach the implant coil. The patient was reported to be in stable condition. No other information was provided.

Manufacturer narrative:
Date of event is best estimate of the date of first onset of the adverse event. The axium coil was not returned for analysis; therefore, no definitive conclusion could be drawn regarding the clinical observation. Requests have been made for the device; however, no correspondence has been received with a definite date of return. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4).